Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Device investigation found evidence of fluid intrusion on the motor end cap and corrosion due to fluid on the encoder board potentially causing the failure. The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.